Event description:
It was reported after using tube pln plh 13x75mm 4.0ml plbl rd br, there were stopper pops off seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-dec-2025. Investigation summary: bd received 10 samples for investigation. The samples were visually inspected with no issues identified. Additionally, the 10 samples were functionally tested for stopper function with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after using tube pln plh 13x75mm 4.0ml plbl rd br, there were stopper pops off seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.